Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab and during the procedure he noticed a leak by the stopcock. As a result, the iab was removed and another iab was inserted without difficulties. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.